Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed the voltage was steady with no sudden drops prior to the reported issue. The pump was run for 24 hours with no reboots, power losses, or overheating. The power loss complaint was unable to be duplicated during the investigation. The cartridge cap and battery cap were not returned and test caps were used for all testing. The pump casing was intact with no damage to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.